Event description:
It was reported that post an pulsed field ablation procedure, the patient developed urinary retention. The patient was unable to spontaneously void within six hours post-procedure. A bladder scan demonstrated greater than 800 ml of retained urine that was clinically significant. The patient was treated with in-and-out catheterization with complete bladder decompression. Following catheterization, the patient was able to spontaneously void multiple times, with subsequent bladder scan post-void residuals less than 300 ml. The patient required prolonged hospitalization. This event was assessed by the investigator and sponsor as probably related to the ind ex procedure and not related to the loop catheter or transseptal puncture. The event was reported as recovered/resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.